Event description:
The manufacturer received information alleging a ventilator shut down while on a patient. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's blower motor needs to be replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported the date of the report as (B)(6) 2020 in b4. The correct date is (B)(6) 2022.